Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing an issue with their pod the previous evening. The patient¿s blood glucose level was reported to be 20.2 mmol/l (363.6 mg/dl) while wearing the pod on their back for between 5 and 24 hours. The patient attempted to administer 8.95 units of insulin, but there was no improvement. The patient stated they were feeling unwell and noted redness at the pod infusion site. The patient reported they recently had an appointment with their healthcare team, but they have not been able to help prevent recurrent hyperglycemia. The patient stated that the cannula initially appeared to be inserted correctly; however, upon closer inspection, they noted the cannula was bent. There was no leakage from the pod. The patient confirmed that they have a backup insulin delivery method available. There was no medical assistance required. As treatment, a new pod was applied.